Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. During investigation, the sideport tubing detached with little force.

Event description:
This report is to advise of detached sideport tubing that was noted during analysis. During the paroxysmal supraventricular tachycardia procedure, the package of the sheath was opened, and when attempting to flush the sheath from the side port before insertion into the patient, resistance was noted, and saline did not flow into the side port tube. Even when applying considerable pressure to flush it, saline only entered the side port tube intermittently. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.